Event description:
Customer reported the system stopped working and displayed a communication error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and checked power connection and found connections loose in the power plug. Tightened connections. System operates as intended.